Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving lior esal via intrathecal drug delivery pump. The indication for use of the pump was intractable spasticity. It was reported that the pump system was removed due to infection. The reporter stated that the infection was probably due to the implant surgery. Information related to the diagnostics performed and drug information (concentration, dose, frequency, lot number, therapy dates, concomitant drugs, and relevant medical history) was not reported. Follow-up was requested to obtain additional information.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The patient's medical history included infantile cerebral palsy, uti (urinary tract infection) local infection wound, surgical site infection. Symptoms included increased redness at incision site, two day fever, increased weakness and lethargy. Wound cultures were performed on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The patient experienced redness, drainage and fever. The patient was diagnosed based on the symptoms of leukocytosis and the intraoperative culture was positive for staphylococcus aureus. The cause of the infection was unknown though the patient had unknown allergy to steristrips used to close the incision and had been itching at the incision. This may have contributed to the infection. The pump was delivering lioresal 2000 mcg/ml 187.3 mcg/day; start date (B)(6) 2015; end date (B)(6) 2015. Other medications the patient was taking at the time of the event include tylenol, fosamax, baclofen, norco, meloxicam ,oxybutynin, phenobarbital, prednisone, voltaren gel. Medical history includes spasticity, cerebral palsy, anxiety, seizure disorder, syncope, knee pain, endometriosis.